Manufacturer narrative:
The customer cleaned, disinfected, and sterilized the device before returning for evaluation. It was noted that there was a delay in the start of precleaning and the customer presoaked the endoscope in the detergent solution. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle/channel with the detergent solution. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had foreign object that came out of the nozzle. Due to clogging of nozzle, air supply volume and water supply volume did not meet the standard value. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: gif-1200n chapter 3 preparation and inspection gif-1200n chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.